Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the buttons were not responding on the customer's insulin pump, after the customer entered a bolus. The customer then received a button error. She did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 72 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded act and down button keypad traces. The insulin pump had minor scratches on the display window, broken belt clip slot, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.